Event description:
It was reported that a phone call was received from the surgery case coordinator inquiring about the expiration date of a (B)(4) miles item. Item # 3704-3-100, lot bwyni. It was found at the hospital and introduced into the operating room. Regulatory compliance confirmed that the item expired in august 2000. The manager surgical services supply chain at (B)(6) confirmed that the item was actually implanted during a zimmer revision surgery.

Manufacturer narrative:
No adverse consequence to the patient was reported. The device remains implanted in the patient. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history records indicated that there have been no other events for the reported lot. Each customer has the responsibility to check their inventory and stocks and review the expiry dates of purchased products. Therefore, the root cause of this event is user related. Device implanted.